Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "data was evaluated for 04/28/2026 and the allegation was undetermined."

Event description:
Data was evaluated for 04/29/2026 and the allegation was undetermined.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the cgm inaccurately displayed hypoglycemic readings (exact values not provided), which resulted in the insulin pump suspending insulin delivery. Despite the cgm indicating low glucose levels, the patient¿s actual glucose levels were significantly elevated; however, no fingerstick blood glucose (fsbg) values were reported during this period. The discrepancy was not identified immediately, and by the time the sensor issue was recognized and the sensor was replaced, the patient had developed severe hyperglycemia, which progressed to diabetic ketoacidosis (dka). The patient was admitted to the intensive care unit (ICU) for (dka). No additional clinical details, glucose readings, or treatment information were available. Multiple attempts to the reporter were made for additional information; however, contact was unsuccessful. Data was evaluated for 04/28/2026 and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.